Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). Title: short-term catheter based treatment of aortic regurgitation by edwards' sapien 3 valve-in-valve implantation because of a poorly placed medtronic corevalve. Citation: international journal of cardiology (2016) volume 207, pages 120¿121 (doi 10.1016/j.ijcard.2016.01.043) authors: rené vollenbroich, fabien praz, katarzyna zuk, thomas pilgrim, ahmed a. Khattab, bernhard meier date of online publish was used for event date. No unique device identifier (serial numbers) were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a (B)(6) patient underwent a procedure to implant a 31mm transcatheter bioprosthetic aortic valve (serial number not provided). Four weeks after the implant the patient presented with increasing dyspnea and acute heart failure. An echocardiogram indicated malposition of the valve resulting in severe paravalvular leak (pvl). Subsequently, a smaller (29mm) non medtronic transcatheter bioprosthetic aortic valve was implanted, valve-in-valve, resolving the paravalvular leak. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.